Event description:
It was reported that during a ptca atherectomy treatment procedure, a vessel dissection and subsequent myocardial infarction occurred, the calcified, <90% stenotic, proximal right coronary artery (rca) lesion was initially treated with several angioplasty inflations using the ultra2 cutting balloon. Following balloon angioplasty of the lesion, a dissection was noted. The lesion then apparently continued to be treated with cutting balloon therapy. Following inflation to 8 atms and deflation of the cutting balloon, the physician was unable to remove it. A second guidewire was fed along the vessel and the maverick 1.5 x 12 mm balloon was placed beside the cutting balloon to facilitate removal of the cutting balloon. The cutting balloon was successfully retrieved. All attempts at treatment of the lesion were unsuccessful and with the subsequent dissection, the vessel was eventually totally occluded, resulting in the myocardial infarction. Additional and clarifying information has been requested regarding this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed. As the lot number is unk, the shop floor paperwork could not be reviewed.